Manufacturer narrative:
Upon disassembly, a quality engineer found the magnet was loose due to a lack of loctite. The device was discarded by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that during a procedure, the tps unidirectional footswitch was causing the handpiece to run on. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure the tps unidirectional footswitch was causing the handpiece to run on. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.